Event description:
It was reported that the right ventricular (rv) lead had full exit block and very low intermittent sensing of r-waves, sustained failure to capture, and failure to sense. The lead was capped and replaced. The patient is enrolled in the system (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable pulse generator 2008 (B)(6); 5034 implantable pacing lead 1999 (B)(6). (B)(4).